Manufacturer narrative:
On (B)(6) 2017, the contact reported that the customer was discharged on (B)(6) 2017. The customer was using insulin injections to manage diabetes. The contact was confident the pump was not the issue as the customer's blood glucose level remained on the higher end while on insulin injections. The contact expects the customer will return to pump therapy after meeting with the healthcare provider. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level had been elevated (460 mg/dl). A correction via the pump and insulin injections were used to address the bg level; however, the bg level remained high. The contact took the customer to the emergency room and was admitted to the hospital. The customer's ketone level was high and was considered as dangerous. The customer was treated with saline and insulin. After the customer's bg was stabilized, the customer resumed pump therapy and the bg level went back up. The contact and healthcare provider thought the high bg was related to the pump. A pump system check was performed and no device issues were identified.